Event description:
The nurse reported that their pt became asystolic and expired.

Manufacturer narrative:
The nurse reported that their pt became asystolic and expired. A philips field service engineer (fse) went on site to obtain logs and troubleshoot. A review of the alarm logs indicated that prior to the event, in 2009 at 19:18:53 until 20:47:11, there were 5 vtach and 1 asystole alarms that were silenced by the user. Additionally, at 23:01:19 until 23:44:26, there were 2 asystole and 1 brady alarms that were also silenced by the user, the initial asystole alarmed for 16 minutes before being silenced. The hospital's risk manager/rn stated that the death was expected and that there was no delay in treatment and there was no allegation of a device malfunction. She stated that the nurses had discharged the pt's info without saving the data. The customer was only looking for retrospective data. The available info does not support that there was malfunction, design or labeling problem, alarms annunciated appropriately and were silenced by the user. This issue would not be likely to cause or contribute to death or serious injury as real-time monitoring and alarm annunciation functions are unaffected. The user issue only affects the customer's ability to retrieve retrospective data. No further investigation or action is warranted.